Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint for a bent sheath could not be confirmed. Returned was one radial artery assembly with evidence of use due to the amount of blood observed in the guide wire tube. A visual inspection found the guide wire handle (pink in color) was located at the proximal end of the clear guide wire tube. The guide wire tube or the catheter body was not observed bent. The ra assembly does not contain a part identified as a sheath. Functional testing was performed by attempting to move the handle toward the hub which extends the guide wire through the catheter's distal tip. Due to the volume of dried blood the handle would not move. Upon removal of the blood, a repeat attempt to move the handle was performed. The handle remained in the same position. An attempt to remove the guide wire from the cannula hub was performed. The distal end of the guide wire was gently removed from the needle hub. Kinks and offset coils were observed in the distal end of the wire and had a z shaped appearance. The inner diameter of the distal end of the needle measured .0255 in. And was within the required specifications ((B)(4)) per needle graphic. An additional visual inspection of the component was performed and the assembly was placed in a vertical position. While the other remarks: assembly was in the position a pin gauge emerged from the proximal end of the needle cannula. The gauge was removed through use of lab tweezers. The ID of the gauge was .0205 in. And examined under magnification. There were no identifying markings observed on the pin and due to the appearance appears to have been in the needle cannula. A device history records review was performed based on sales history and did not reveal any relevant findings. Based on the discovery of the pin gauge in the cannula this most likely prevented the guide wire from advancing and resulted in the kinking observed in the wire. The probable cause is manufacturing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "sheath of catheter" is bent. Photographs were provided depicting a severely kinked guide wire protruding from the catheter tip. This incident happened during the insertion, and was resolved by removing the catheter and placing another unit with some difficulty in order to puncture the artery. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.